Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus south korea, there was the possibility that the reported phenomenon was attributed to the short-circuit of the video connector internal board due to the moisture / humidity that entered the inside of the device from the leak point reached the video connector.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the scope communication error b30 occurred on the subject device due to the contact failure of the electrical contacts of the video connector by the adhesion of foreign material. There was no report of patient injury associated with this event.